Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 18 march 2021.

Manufacturer narrative:
This report is submitted on january 21, 2021.

Event description:
Per the clinic, beginning in (B)(6) 2020, the patient began experiencing chronic pain at the implant site, and was treated with antibiotics and steroids (specific duration not reported). The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.